Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was toning for end of service (eos) due to a charge circuit timeout and charge circuit inactive. The device was reprogrammed and currently remains in use. No patient complications have been reported as a result of this event.